Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation; however, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient injury or complications were reported.